Event description:
Additional information received reported that the physician though that because he used more of a 90 degree angle instead of a paramedical approach, it may have been too steep and decreased the lumen of the catheter. This was not confirmed but it was what the physician thought the cause of the issue was.

Manufacturer narrative:
Analysis of the catheter, model # 8780, sn (B)(4), found no significant anomalies. The distal segment was occluded and was unable to break loose. The catheter was returned in one segment. It was cut into segments during decontamination to help break the occlusion, but the technician was unable to break the occlusion. Foreign material was seen occluded in the catheter lumen. A sample of the occluded material was sent to the chemical technology lab (chem tech) for analysis. The sample found elements of protein, iodine, sodium, and chlorine.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at pump and catheter implant the healthcare provider (hcp) did not get any backflow of cerebral spinal fluid (csf). The doctor was assured "it was an angle, not the catheter" that was the issue on the lack of csf. They got a "little more csf" flow on the second try. They decided to take the catheter out and implant a different one as they had already removed the stylet. The used a new catheter with a better angled approach which gave better csf return. No patient symptoms were reported. The patient was doing well at the at the time of report. Patient recovered without sequela after the device was removed. The pump system was infusing morphine.